Manufacturer narrative:
Conclusion: vessel perforation is a known and anticipated complication with these types procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The pt had a total occlusion of the carotid artery and was undergoing treatment. The physician used a 6f sheath with a 6f guide catheter. The physician then placed the penumbra system 041 and was able to aspirate the clot from the carotid. He then advanced the catheter and began aspiration of the mca when he felt resistance when moving the separator back and forth. He decided to stop and perform an angiographic run and noticed contrast extravasation. The physician thinks that the separator 041 perforated the vessel. The technician informed the penumbra sales representative that the separator went in a different direction at one point and she thought that this may have been when there separator perforated the vessel. The procedure was stopped after the contrast extravasation was noted. A penumbra representative has attempted to contact the physician; however, he has refused to provide additional info about the case. Another physician from the hospital informed the penumbra representative that the catheter used during the case contained what was thought to be pt tissue. Therefore, at this time we do not know whether it was the catheter, the separator, or both devices involved in the vessel peroration.